Event description:
A customer reported approximately 2 cc of uncontained leak at the probe of the coulter lh 500 hematology analyzer instrument. The fluids associated with this event are: blood, diluent, and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences.

Manufacturer narrative:
On the day of the event ((B)(6) 2012), a field service engineer (fse) was on site and noted the leak at the probe. The fse found that the front blood detector bracket was loose, which caused the probe wipe not to reach bottom of probe. The fse reattached the blood detector and aligned the probe wipe rinse block, which resolved the leak. The repairs were verified per established procedures. Failure mode of the leak was that the front blood detector bracket was loose. (B)(4).